Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The dhrs for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of 5 units were produced under this job number with no associated ncrs, reported scrap, or recorded process deviations relating to the reported failure.

Manufacturer narrative:
The device was returned to the service center for evaluation. The user complaint was not confirmed. A functional test was executed on the hand piece (mdhp100a) using our test diego elite console (mdcons100) along with our test foot switch (mdfs100). The hand piece was then connected to diego elite test console; verified that the hand piece icon illuminated confirming the console recognized hand piece properly. Accessed the service menu and noted that all information on hand piece history tab correctly matched the physical device. Bipolar blade was installed and secured onto the hand piece with no issues; upon activation hand piece was functioning properly and motor was able to spin the bipolar blade. Toggle switch on foot switch was able to activate the hand piece and the hand piece was able to fully open and close with no issues. The mdhp100a was activated several times and we were still unable to confirm the user¿s issue. Additionally mdu signal breakout box was used to test mdhp100a and verified all resistance between each motor phase and ground is open load. The resistance between 5v and ground lines measured at 19.6 k ohms which falls within standard specifications (between 18 k ohms to 20 k ohms). Phase to phase resistances also measured within standards with all values of 3.4 ohms. All hall sensors were also tested and the device passed all functional breakout box tests. Based on the evaluation olympus was unable to confirm the user complaint.

Event description:
The service center was informed that during preparation for use, the handpiece was not functioning as intended as it exhibited intermittent connectivity issue. After being reprocessed, sometimes the hand piece will work and other times it will not. A "handpiece error, unplug and replug. If error continues replace handpiece¿ error message was observed. The scheduled smr turbinate reduction and was completed with a backup device. There was no patient injury reported. In addition, the user facility reported that the device was inspected prior to use with no abnormalities noted.